Event description:
After removing a polyp from a patient's colon, a hole was burnt in the patient's colon wall. Per a phone conversation with the biomedical engineer and the risk manager, the facility suspects that the patient was burnt because the settings were not decreased after removing the polyp. The patient had to undergo emergency surgery to fix the hole in the colon wall.